Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the image did not appear due to a faulty cable. The cable was observed to be bulging due to twisted internal wires, and there was a cut on the cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that no image was displayed with the subject device, and there were exposed fibers in the "light lead". There was no patient or user injury reported due to the event. Three attempts were performed to obtain additional information, but no response was received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely that the loss of image was due to a faulty cable. The root cause of the faulty cable was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the initial reporter noting that the loss of image was discovered during preparation for a therapeutic gastric sleeve procedure. The procedure was completed using another device. There was no patient harm or consequence reported as a result of this event.